Event description:
The user facility reported that after insertion of the angio-seal, the physician tried removing the wire and arterial locator per IFU instruction. The wire would not remove from the angio-seal. The entire device was then removed, and manual pressure was held. There was no patient complication noted or blood loss. It was noticed upon removal of the device, the distal third of the angio-seal wire was split into two pieces. It appeared that the core of the wire and the spiral section of the wire separated. The doctor mentioned that there were no issues upon inserting the device or wire. There was only the noted issue when trying to remove the wire and dilator from the device. The procedure was a prostate artery embolization (pae).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccl manager. The actual device has been returned for product evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) angio-seal vip device was returned to terumo medical corporation. The returned sample includes the arteriotomy locator and the guidewire. The sample was visually inspected and appears to have been in used condition. The guidewire was inserted into the arteriotomy locator. A kink was present at the end of the guidewire closest to the proximal end of the arteriotomy locator. The guidewire portion closest to the distal end of the arteriotomy locator is split into two sections. Additionally, a video was provided for review. The video did not provide any additional information for the cause of the split in the guidewire. The complaint can be confirmed for guidewire mechanical damage. The exact root cause cannot be determined. The likely cause is the guidewire experienced force on the tip when being inserted into the procedure sheath. The device history record determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).